Event description:
On (B)(6) 2011, pt reported the down arrow button on the infusion device is not responding. Pt stated the issue has been ongoing for the last few weeks and progressively gotten worse. Reviewed standard bolus option with pt. Pt reported the button does not remain flat when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.